Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, only one clip was fired from the device, and noticed that the indicator turned into red. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d3(MFR name, street 1, street 2, MFR city, country code, email, expiration date), d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted buckled pusher bar on endo clip device. It was reported that the clips did not load properly into the jaws as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Buckled pusher bar condition can occur if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument was fired or if a heavy load was applied to the side of the jaw which partially closes it during the clip loading process. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: attempts to load clips into the device jaw without full clearance of the trocar sleeve, and full visibility to the word ¿load¿ can result in device failure, malfunction, or malformed clips. If information is provided in the future, a supplemental report will be issued.